Event description:
It was reported that there was reason for repair: alarmed downstream occlusion. The event occurred during testing.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a lifted downstream occlusion (dso) seal. The event history log revealed over 100 downstream occlusion alarms. The dso sensor and the dso seal were replaced. The dso sensor was calibrated. The device then passed all functional tests. The service history review had no indication that the complaint was related to a previous service within the review period.

Manufacturer narrative:
One device was received for evaluation with complaint that it alarmed downstream occlusion. It was noted that the rear serial and item number label is incorrect. Visual inspection noted a lifted downstream occlusion (dso) seal. The event history log revealed over 100 downstream occlusion alarms. The dso sensor and the dso seal were replaced. The dso sensor was calibrated. The device then passed all functional tests. The service history review had no indication that the complaint was related to a previous service within the review period. The dso seal was replaced. The incorrect serial and item number was replaced. Device passed testing post repair.